Event description:
Customer reported to beckman coulter, inc. (Bec) that the unicel dxc 800 synchron system generated erroneous results for two patient samples. Customer reported that the erroneous results were not reported out of the laboratory. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) replaced all the ion selective electrode tubings, the modular chemistries (mc) sample syringe, the mc t-valve, and the carbon bridge. The fse also cleaned the flowcell.

Manufacturer narrative:
Results: flowcell.